Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue. Customer¿s blood glucose level was 160-184 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.